Event description:
It was reported that the atrial lead exhibited high pacing thresholds. During a device upgrade procedure, the lead was explanted and replaced. No further information was available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.